Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's physician reported via phone call that he was experiencing low blood glucose levels for the past 6 months. The customer had gone through hypoglycemic crisis. They had to give him glucagon injections. After a glucagon injection, his blood glucose level was around 30 mg/dl. The drive support cap was flushed. The insulin pump alarmed battery out limit and motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor also, unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. No motor error alarm noted during bolus and basal delivery and the motor was tested outside of the unit and passed. The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and a21 error test. All operating currents are within specification. Off no power alarm functioned properly. No battery out limit alarm noted. The drive support disk was inspected and no anomaly was noted. The insulin pump was minor scratched display window and cracked reservoir tube lip.